Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The 5s parameter trends did not match any known failures related to the pump's optical components. The cause of the optical signal issue was not determined since the product was not returned and sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. While on support there were placement signal issues. Audio was disabled. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.